Event description:
It was reported that the patients ipg was not holding a charge. The patient underwent a revision procedure wherein the ipg was replaced with an MRI capable device. The explanted ipg was discarded and will not be returned.